Event description:
It was reported by service report that the jack was stuck raised and could not be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.